Manufacturer narrative:
Upon completion of this investigation it was noted that this complaint could not confirmed. The supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was also evaluated and the following observations were noted: the pressure sensor appears to be undamaged. There were 4 kinks in the catheter material, and several slight bends. The unit passed all tests. Based on the above evaluation, the supplier was unable to confirm the complaint. For more details see attached report from the supplier.

Event description:
Affiliate reported that the catheter is not working. As a result, no the device was revised. No other details were available.